Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The central processing unit was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the unit had an error that results in a loss of mechanical ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received, it has been confirmed the unit did not lose the ability to mechanically ventilate. Reported complaint will be noted during preuse testing, as contained in the user manual. Unit continues to ventilate and alarms remain functional. The initial MDR was not reportable. Additional information was received, it has been confirmed the unit did not lose the ability to mechanically ventilate. Reported complaint will be noted during preuse testing, as contained in the user manual. Unit continues to ventilate and alarms remain functional. The initial MDR was not reportable.